Event description:
Customer's mother reported via phone, the customer had a motor cycle accident and the device was damaged. Customer was taken to the emergency room and blood glucose level was 275 mg/dl. Customer's mother stated incident was not a serious injury. The case is severely damaged the top button is not functioning and reservoir compartment was damaged. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer's mother agreed to return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.